Event description:
Pt on long term tpn. Parents hooked up his tpn to pump using pump tubing. Everything seemed normal, so pt went to bed. Three hours later pt woke with severe chest pain and inability to breathe. Parents disconnected tpn after finding tubing full of air. The tubing is approx 6 feet long and approx 4 feet of the tubing was full of air.